Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observations revealed that the hook on the upper jaw of the passer has been broken. This is stopping the device from functioning properly. The complaint can be confirmed. This type of failure can be attributed to user mishandling of the device. Also, the device is close to 4 years old and has seen heavy use. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported during a shoulder arthroscopy, the hook of the device broke. A part of the device remains into the patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is currently unavailable.

Event description:
It was reported during a shoulder arthroscopy, the hook of the device broke. A part of the device remains into the patient.